Event description:
It was reported that a proultra endo tip separated in a pt's tooth while attempting to remove a post. The separated piece was retrieved.

Manufacturer narrative:
In this incident, a proultra tip #5 separated in a pt's tooth. Though the separated tip was retrieved and there was no report of pt injury, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude premanent impairment of a body structure or function (though such intervention is inadvisale per expert opinion provided by dr.). Thererore, this event is reportable per 21 cfr part 803. The device was returned, visually inspected, and found to have separated approx 18.65mm from the bend.